Event description:
It was reported the patient received their pump implant in 2005. It was discovered the pt was not received any baclofen because the "tube was not connected." It was unk how long the catheter had been disconnected. After one year the dose of baclofen was up to 1125 mcg/day. The pt experienced no drug withdrawal. The pump was replaced in 2009. Additional info received indicated the catheter was also replaced. The hcp indicated the pt needed a new pump anyway. A routine pump myelogram was attempted but they could get no return. It was decided to exchange the entire system. The outcome was reported as: no injury.